Event description:
Information received notes that during a routine pacemaker implant, both leads were inserted without complication. The patient complained of non-specific discomfort and was given versed. No changes in the ECG were noted. When symptoms persisted, more versed was administered. The patient became diaphoretic with difficulty breathing and subsequently went into arrest and could not be resuscitated.